Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button had a delayed response and the button symbol was worn off. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The ok keypad button symbol was found to be worn. The contrast keypad button was found to have a delayed/intermittent response and required increased force and multiple button presses to elicit a response; the contrast button has no effect on insulin delivery function. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts. The reported issue was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.